Manufacturer narrative:
The mapping catheter 990063-020 with lot number 217923112 was returned and analyzed. Visual inspection showed the loop of the catheter was stuck at the luer, all the electrodes were displaced, and the loop was damaged. In conclusion, the mapping catheter failed the returned product inspection due to loop damage. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the mapping catheter subsequently tested out of specification per the manufacturer's investigation.